Event description:
It was reported to boston scientific corporation that during a lithotripsy of stone procedure using a flexiva 200 laser fiber, the connector went on; although it appeared not to go on all the way. The fiber heated up and the energy was no longer being emitted from the other side of the fiber. The procedure was completed with another flexiva 200 laser fiber without any complications to the patient, who is reportedly "fine" post procedure. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date.

Event description:
It was reported to boston scientific corporation that during a lithotripsy of stone procedure using a flexiva 200 laser fiber, the connector went on; although it appeared not to go on all the way. The fiber heated up and the energy was no longer being emitted from the other side of the fiber. The procedure was completed with another flexiva 200 laser fiber without any complications to the patient, who is reportedly 'fine' post procedure. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date.

Event description:
It was reported to boston scientific corporation that during a lithotripsy of stone procedure using a flexiva 200 laser fiber, the connector went on; although it appeared not to go on all the way. The fiber heated up and the energy was no longer being emitted from the other side of the fiber. The procedure was completed with another flexiva 200 laser fiber without any complications to the patient, who is reportedly 'fine' post procedure. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date.

Manufacturer narrative:
Visual analysis of the returned fiber revealed approximately 5.0 mm of exposed glass tip remaining. The aiming beam was not exiting from the distal end or from any other location on the body of the fiber indicating that the fiber is broken within the connector.

Manufacturer narrative:
The following information was provided by the customer on (B)(6) 2012: patient identifier (B)(6). Date of birth (B)(6) 1939. Patient sex female. Device lot # - ml00000639, device expiration date 05/31/2015. Add'l device: grid laser type (holmium laser), therapy date ((B)(6)2012), (B)(6).